Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Checking your blood glucose 7 / page 96: warning: if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately. Checking your blood glucose 7 / pages 79-80: advises: you should perform a control solution test when you suspect that your meter or test strips are not working properly and when you think your test results are not accurate or if your test results are not consistent with how you feel.

Event description:
The patient reported she has been having problems with the pdm not communicating with the pod with error message noted and that the bg meter was not reading correctly. Her blood glucose history was as follows: (B)(6). She was very sick so an ambulance was called and she was transported to the hospital. She was still in the intensive care unit at time of the call. She did not provide any further information regarding the hospitalization or her treatment.